Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. Add'l info regarding the event, intervention and outcome has been requested. A copy of the literature article can be accessed at www.interscience.wiley.com. Doi: 10.1002/ana.21814.

Event description:
Literature: sievert k, amend b, gakis g, toomey p, badke a, kaps hp, stenzl a. Early sacral neuromodulation prevents urinary incontinence after complete spinal cord injury. Annuls of neurology, vol 67(1); 74-84 january 2010. Summary: this study investigated potential influences of early implantation of bilateral sacral nerve stimulators (sns) for urinary incontinence in 10 male patients with complete spinal cord lesions during the acute bladder-areflexia phase. Mean f/u was 26.2 months. Sns achieved urinary continence and significant reductions in urinary tract infections. Event: one (B)(6) pt underwent four lead revisions due to lead "malfunction." Improvement in symptoms (acontractility in this study) was achieved within one week after each revision. The pt subsequently experienced detrusor overactivity with recurrent involuntary urine loss and declined further diagnostic or surgical intervention. The sns therapy was supplemented with an antimuscarinic drug. See MFR report #3007566237201104792 for a copy of the literature article.